Event description:
It was reported that a non-abbott guide wire was placed in the heavily tortuous, mid diagonal coronary artery. A 2.50x18mm xience xpedition stent delivery system (sds) was attempted to advance on the guide wire. The sds was advanced about 30cm, however, resistance was met and the device became stuck, unable to enter into the guide catheter or into the patients anatomy. It was noted that the sds had not been prepared for use and the guide wire was not wiped down prior to the sds being advanced onto the guide wire. The sds was forcefully removed against resistance causing multiple delivery system separations, bends and stent dislodgement, outside the anatomy. All pieces, including the dislodged stent, were removed from the guide wire. A 2.5 x 20 mm trek dilatation catheter was advanced over the same non-abbott guide wire. No resistance was noted and the dilatation catheter was able to cross the heavily calcified lesion. Upon initial inflation attempt, the pressure reached 8 atmospheres but the pressure could not be maintained. The trek balloon was deflated and removed without issue. Outside the anatomy, the physician attempted inflation again and contrast was seen coming out of a pinhole on the balloon. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience xpedition stent mentioned is being filed under a separate manufacturing report number. Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.